Event description:
As reported by the user facility: our b braun team received an email from customer with attachment of new reports of issues encountered in the intensive care unit between (B)(6) 2023 - (B)(6) 2023 when using the b. Braun infusion pumps and accessories. The attachment listed multiple events of air-in-line alarms, microbubbles in IV lines, reports of changed lines, and IV lines that may have been kinked, broken or short.